Event description:
In 2003 dermabond topical skin adhesive was used to close lacerations at three biopsy site, one on each arm and one on the neck of a patient. On post-op day 3, patient went to ER due to loosening of the product on the neck. Steri-strips were applied and patient sent to follow-up with initial surgeon. Patient reports taking sponge baths and following directions for use of the device. 5 days later patient returned to initial surgeon, the neck incision was open about 1/4 inch. The attending packed the wound with unknown material and applied ziox (panifil), covered area with gauze and tape. Site cultures were taken and were reported as negative. 2 days later the patient reports that the incision is getting bigger. The attending responded to call and stated that it is expected and normal for the incision to get bigger. The incision is the size of a quarter. Patient was advised to continue home care (packing, application of panifil and gauze coverings) and if no change in a week, attending suggests debridement. Pt so the attending and reports that the wound is healing and there is some scanning. The attending discounted the thought that there was any infection due to the contents of the device. The attending discounted the thought that there was any infection due to the contents of the device. Medical release allowing more information to be discussed was not signed by patient. Product was not returned.